Event description:
As reported to coloplast, though not verified, additional information received on 7/15/2021: (B)(6) 2015: recurrent sui, stage iii pop.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain, vaginal prolapse, urinary incontinence, physical deformity, the loss of the ability to perform sexually, serious and permanent physical and emotional injuries, erosion of the vaginal wall and other tissues, infection, permanent and substantial physical deformity. A revision surgery occurred to excise and remove a portion of the restorelle mesh. Patient also had restorelle directfix posterior and restorelle directfix anterior reported under 2125050-2020-00704 and 2125050-2020-00705.